Event description:
A report was received that the patient felt a burning sensation at the ipg site when the stimulation was off. The physician was uncertain if the event was device related. The patient was given with a pain medication.

Event description:
A report was received that the patient felt a burning sensation at the ipg site when the stimulation was off. The physician was uncertain if the event was device related. The patient was given with a pain medication.